Event description:
It was reported that the subject device exhibited light flickering during a zystoskopie diagnostic procedure. The examination was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: system failure of light emitting diode (led) board. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure due to system failure of light emitting diode (led) board . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.